Manufacturer narrative:
The complaint is inconclusive since the product was not returned for eval. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Immediately after the PICC line was inserted and with initial flushing of the catheter she felt very hot, she was flushed from her chest up her neck and face, she was sob and nauseated. All vital signs were stable, the symptoms subsided within 3 minutes.